Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When trying to remove cone body implant from stem to adjust femoral anteversion the stem/body separator tool bound up and wouldn't turn any further.

Manufacturer narrative:
The event was confirmed. No material or manufacturing defects were observed on the device features examined. Visual inspection: the device has markings consistent with use. Functional inspection: inspection confirmed the reported event, the device would not turn. A material analysis has bene performed for this failure mode in a pr , indicating: the reported seizure of the chuck adapter on the puller component likely occurred due to excessive tightening of the threads. The chuck adapter threads are left-handed, potentially resulting in a situation where a user could inadvertently tighten the device, rather than loosening it, as intended. Galling between the threaded jackscrew and puller components was also observed, but was likely not a contributing factor in the failure. No material defects were observed on the device features evaluated. Product surveillance will continue to monitor for trends.

Event description:
When trying to remove cone body implant from stem to adjust femoral anteversion the stem/body separator tool bound up and wouldn't turn any further.